Manufacturer narrative:
(B)(4).

Event description:
New information notes insulation damage on the lead.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead had spike in impedance and threshold as well as noise episodes. Lead fracture was suspected. On (B)(6) 2019, the physician elected to cap and replace the lead. The patient condition was stable.